Manufacturer narrative:
Event year is reported 2020; however exact date of postoperative infection and nonunion development is unknown. This report is for an unknown cortex screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent hardware removal in tibia due to infection or nonunion, and an unknown external fixation was placed. Initially, the patient was implanted with a locking compression plate (lcp) on (B)(6) 2020. This report is for one (1) unknown cortex screw. This is report 4 of 10 for (B)(4). This event involves total thirty (30) devices. This complaint (B)(4) reports 10 devices. Additional devices are reported under linked complaints (B)(4).